Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 650 mg/dl and a high ketone level. Reportedly, the customer suspected that the pump did not deliver enough insulin to prevent the high bg; however, this could not be confirmed. The customer delivered a correction bolus and changed supplies to initially address bg. Subsequently, the customer was admitted into the emergency room and was hospitalized where healthcare providers administered intravenous fluids of saline and insulin. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6), 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.